Manufacturer narrative:
H.6. Investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label. Customer states that the needle was stuck in the rubber vial. The returned pen needle was examined and the entire length of the cannula was separated from the hub of the pen needle. Unable to perform DHR check due to an unknown lot number for separates npe. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. This defect occurred due to incorrect bonding of the cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10

Event description:
It was reported that unspecified bd¿ pen needle cannula broke off. This was discovered during use. The following information was provided by the initial reporter: we contacted the patient regarding a possible quality deviation of the bd ultra-fine 4mm nano pentapoint needles due to an email sent through the cs sector today ((B)(6) 2019) at 08:41. She informs that he threaded the needle in the lispro insulin pen and after applying it, it was stuck in the rubber vial (only the needle). He mentions that he removed the needle from the vial, but preferred not to use it because she felt that some "needle part" might have been left in the vial. The deviation mentioned occurred in one needle of the lot.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle cannula broke off. This was discovered during use. The following information was provided by the initial reporter: we contacted the patient regarding a possible quality deviation of the bd ultra-fine 4mm nano pentapoint needles due to an email sent through the cs sector today ((B)(6) 2019) at 08:41. She informs that he threaded the needle in the lispro insulin pen and after applying it, it was stuck in the rubber vial (only the needle). He mentions that he removed the needle from the vial, but preferred not to use it because she felt that some "needle part" might have been left in the vial. The deviation mentioned occurred in one needle of the lot.